Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: technical evaluation of the device did not identify any nonconformance's or device performance problems which would directly contribute to the reported event. Volumetric's of 100ml/hr and 10ml tested in spec at 99.5ml or 99% of expected volume.

Event description:
As reported by the user facility: pump experienced over infusion issues.